Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty charging the ipg. Troubleshooting was attempted with an alternate charger to no avail. Reportedly, the patient programmer successfully communicates with the ipg; however an error message is displayed. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. Stimulation was restored thus resolving the issue.